Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support to report elevated blood glucose of approximately 270 mg/dl about two hours after consuming a meal with a small amount of carbohydrates, with glucose levels trending high and beginning to stabilize. The user reported that supplies were functioning as intended and that no alerts or alarms had occurred. Reported symptoms included hyperglycemia without injury. The outcomes of the event included no medical intervention beyond routine troubleshooting and no hospitalization. The investigation included complaint intake review and troubleshooting with education. Investigation of the case revealed no device malfunction or component issues and no use errors were identified, and the event was attributed to uncertain factors related to post-meal glucose control. Based on previously established findings for similar reports, the cause was concluded to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.